Event description:
It was reported that stent dislodgement occurred. During the preparation, a 2.25 x 16mm synergy xd drug-eluting stent was selected for use, however; it was observed that the stent was dislodged from the stent delivery system outside patient. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.